Event description:
Device issue: stent dislodgement. Time of device issue: during stenting procedure. Adverse event: device embedded in vessel. It was reported that a 2.5x23 promus stent was deployed at 12 atmosphere in the circumflex (cx). The stent was fully deployed and there were no reported issues noted. The physician then attempted to deploy a 2.75x12 rx promus stent in the ramus artery; however, the stent became caught on the 2.5x23 promus stent in the cx. The 2.75x12 rx promus could not cross the 2.5x23 promus stent. Ad the 2.75x12 promus was being pulled back into 7f guiding catheter, the stent dislodged off the balloon and remained in the lm. The stent was compressed against the vessel wall using a 3.5x15 non-abbott balloon catheter at 22 atm. The left anterior descending artery (lad) was treated with an unspecified stent using a kissing balloon technique in the lad and cx. Though requested, no add'l event or pt info is available. (B) (4)

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt, a f/u report will be submitted with all add'l relevant info.